Event description:
It was reported a patient experienced peritonitis, which manifested as abdominal pain and a high white cell count. The patient was hospitalized on the same day. On an unknown date, the patient was treated with vancomycin (dose, route, frequency not reported) and tazicef (dose, route, frequency not reported). Three days later, the patient was discharged from the hospital. The patient was recovering from the peritonitis. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers h13e07041 and h13e09021 was performed. No issues were noted during the manufacturing process for these lots. If additional relevant information is obtained, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Correction: concomitant products - capd disconnect y set is being replaced by minicap transfer set. Capd disconnect y set is being removed from the list of concomitant products since it is being addressed by this report. Homechoice was added. Should additional relevant information become available, a supplemental report will be submitted.